Event description:
The customer from mexico reported that she obtained blood glucose readings of 28 mg/dl at 11:55 a.m. And 123 mg/dl at 12:01 p.m. With the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from mexico reported that she obtained blood glucose readings of 28 mg/dl at 11:55 a.m. And 123 mg/dl at 12:01 p.m. With the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
Based on the additional information received, the customer's age has been updated in section a2. Section b5 has been updated to indicate that the replacement device was provided to the customer and the suspected device was requested for evaluation. Section h7 has been updated to indicate that the replacement device was provided to the customer. This event is related to MDR # 1810909-2022-00140.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # of the test strips associated with the event was not provided, in-house testing could not be performed. Therefore, the device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.